Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while riding on a very bumpy road. An untreated event was also noted due to baseline artifact/wander that the device was oversensing. Boston scientific technical services (ts) discussed a possible setscrew issue. Further testing was recommended. No adverse patient effects were reported and no interventions have been taken at this time. The device was reprogrammed to primary sensing vector.